Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad (tactile changes/unresponsive) issue. The reporter stated that all keypad buttons had an intermittent response. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.